Event description:
Drug aggravated his circulatory system to gain weight really fast. Experiencing of shortness of breath, increase weight. Rapid weight gain after 3rd injection. On (B)(6) 2011, was the last inject he received. Dose or amount: 20mg; frequency: once a week for (B)(6).

Event description:
Add'l info rec'd from rptr (B)(6) 2011: this is a revision made to a report submitted on (B)(6) 2011 for pt identifier (B)(6) dob (B)(6) , the date of the event was (B)(6) 2011, the product was hyalgan 20mg/20ml by sanofi aventis. I would like to update the previous report with the following statement: I was experiencing 3-4 different kinds of pain in my right leg. The right knee was the knee that had been injected 3 times so I feel this is important info.